Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a scratched display window, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was scratched on the screen, which was difficult to read. It was unknown how the scratches occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.